Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 2959 ohms. Additionally, there was two stored events of noise. Subsequently, the device was reprogrammed. The involved rv lead is a non-boston scientific product. At this time, this pacemaker remains in service, and there were no adverse patient effects reported.